Event description:
It was reported that, approximately one day post implant, the right atrial (ra) lead exhibited under-sensing and high thresholds and was confirmed on chest x-ray to have dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.